Event description:
It was reported that the pump exhibited a force sensor bridge test failure. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case seal was damaged. A review of the event history log identified force sensor bridge test error. During functional testing the force sensor bridge test error was duplicated upon start up. The root cause of the problem was related to normal wear of the pump as it is over 7 years old. Replaced force sensor, also replaced plunger cable as a preventative measure. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).